Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident_description: IV pump alarmed for air in line - air advanced and restarted. Pump alarmed again a few more times. Tubing removed from pump and air flicked to advance and move out of the softer silicone line with asterix inside the pump. Line disconnected from patient and primed via pump. Infusion restarted and pump still alarming. Pump changed - alarm unresolved. New IV bag (insulin) and new IV tubing established and reprogrammed, no further alarms occurred. No injury reported.